Event description:
It was reported that high capture threshold was noted. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found. Normal pacing impedance was noted with the helix fully extended.